Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd syringe 10ml ll leaked after the spinal tapping, the spinal tapping needle inserted into the lumber and the luer-lock syringe containing the anticancer agent are connected to inject the anticancer agent. Needle and luer-lock syringe were twisted like screws to be tightly combined, but after the drug leaked due to looseness, it was tested with physiological saline, and about 0.3ml was lost when 4ml was injected among the spinal tapping needle and luer-lock syringe that caused the problem, tried to combine them with other products of the same model, but it was a problem with luer-lock syringe.